Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the 4th row from the proximal end had stent struts misaligned. No other issues with the remainder of the crimped stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2016. It was reported that crossing difficulties were encountered. The (B)(4) stenosed target lesion was located in a coronary artery. A 38 x 2.50 promus premier(tm) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.